Manufacturer narrative:
Follow-up # 1 date of submission 11/04/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/13/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment was cracked. There was moisture observed in the battery compartment. Unrelated to the initial complaint, it was observed that the audio bolus button cover was damaged but the bolus button was responsive during the investigation. A leak test was performed and failed due to a battery compartment leak and a bolus button leak. The pump was opened and there was no evidence of moisture found. The bolus button cover was removed and there was no moisture or contamination found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.